Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of lot showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC catheter was in use for drug infusion, liquid leaked intermittently at the luer fitting. Liquid leakage reoccurred after a period of use following a replacement of the hepatized cap. It was reported this occurred with five devices. This report addresses the fifth device.